Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with cystoscopy due to pelvic pain and sui, pelvic relaxation, cystocele, rectocele and bladder hypermobility. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/ problems, fistulae, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh by ams bioarc was placed on (B)(6) 2013. It was reported that patient underwent mesh removal on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.